Event description:
The customer obtained a discordant (B)(6) vitros hbsag result from a patient sample using vitros hbsag reagent on a vitros eciq immunodiagnostic system. (B)(6) vitros hbsag results ((B)(6)) vs. A (B)(6) hbsag result ((B)(6)) from a non ocd hbsag method were obtained. The (B)(6) vitros hbsag result was not reported from the laboratory. However, false (B)(6) hbsag results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the patient sample in question was truly hbsag (B)(6) when tested using alternate methods. The investigation found no evidence to indicate that the vitros hbsag reagent or eciq system did not operate as intended. The root cause for the false (B)(6) vitros hbsag result is most likely (B)(6).